Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. Customer stated that her blood glucose was between 400mg/dl- 500mg/dl. Customer's health care provide advised her to contact us regarding this matter. Customer treated with a shot. Customer stated she also received a no delivery alarm. Customer declined to perform the high pressure test. Advised customer to call back for assistance if high blood glucose persist.